Event description:
A patient developed an infection at an unknown period of time after application of the dressing. Patient was treated with topical and oral antibiotics. The infection was not cultured, and antibiotic therapy was successful.